Manufacturer narrative:
Corrected b5: event description. Corrected d1/d2: brand name. Corrected h6: conclusion code.

Event description:
The following article was reviewed: ¿chimney stent graft for left subclavian artery preservation during thoracic endograft placement¿; andre ramdon, m.b.b.s.; ramkrishna patel, m.d.; jeffrey hnath, m.d.; chin-chin yeh, m.d.; clement darling iii, m.d.; from the new england society for vascular surgery; presented at the forty-fifth annual meeting of the new england society for vascular surgery, cliff house maine, cape neddick, me, october 11-14, 2018; https://doi.org/10.1016/j.jvs.2019.05.049. This article is about a retrospective review of a single surgery registry between 2011 and september 2017 where left subclavian revascularization were performed during elective thoracic endovascular aortic repair (tevar). Eighty-one patients with a mean age of 68 years (range, 32-87 years). The carotid to subclavian artery (csb) had significantly more aneurysms than dissections compared with chimney graft stent (csg). For left csb, there were 64 patients and 17 patients with left csg. Patency rates were similar with only one gore® viabahn® endoprosthesis with heparin bioactive surface occlusion in the csb group at 23 months.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following article was reviewed: ¿chimney stent graft for left subclavian artery preservation during thoracic endograft placement¿; andre ramdon, m.b.b.s.; ramkrishna patel, m.d.; jeffrey hnath, m.d.; chin-chin yeh, m.d.; clement darling iii, m.d.; from the new england society for vascular surgery; presented at the forty-fifth annual meeting of the new england society for vascular surgery, cliff house maine, cape neddick, me, october 11-14, 2018; https://doi.org/10.1016/j.jvs.2019.05.049. This article is about a retrospective review of a single surgery registry between 2011 and september 2017 where left subclavian revascularization were performed during elective thoracic endovascular aortic repair (tevar). Eighty-one patients with a mean age of 68 years (range, 32-87 years). The cartotid to subclavian artery (csb) had significantly more aneurysms than dissections compared with chimney graft stent (csg). For left csb, there were 64 patients and 17 patients with left csg. Patency rates were similar with only one occlusion in the csb group at 23 months.